Event description:
Additional information was received from the customer stating that the incident occurred during the installation of non-return valves on patients and that, for confidentiality reasons they are unable to provide details regarding their patient(s).

Manufacturer narrative:
Received twenty-five (25) new list# 011-mc33094, ext set, smallbore, clave¿ clear for evaluation on 12/13/24. The complaint of valve not working and tubing seems clogged could not be confirmed on the twenty-five (25) returned 011-mc33094 clave's. Each device was visually examined, there were no damages or anomalies observed. Activated each of the claves with an ICU medical syringe, no stick downs observed. There was no occlusion noted during testing. The returned twenty-five (25) new claves met product specification. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. ]h10 - all 4 reports are related: 9617594-2024-01695, 9617594-2024-01696, 9617594-2024-01697, and 9617594-2024-01698.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved an ext set, smallbore, clave¿ clear. The nephrology department at the hospital reported that the check valves of four of these devices were not working, and the tubing seemed to be clogged. The complaint affected at least three patients. The reporter referenced a risk of blood spatter and infection. There was a small non-quantifiable blood splash, and there was a delay in therapy. The patient was conscious during the event. There were no signs of any malfunction with the device prior to use, no medication was used at the time of the incident, and there was no foreign body in the tubing. The incidents occurred during the week of (B)(6) 2024 with the 4th occurred on (B)(6) 2024. These incidents caused stress before and after the incident until it was resolved by replacing the device/lot number. No one was harmed. This emdr reflects 2 of 4 occurrences.